Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shortness of breath during exercise and presented to the emergency room after noticing a drop in blood pressure. An echocardiogram was performed and pericardial effusion was observed, possibly due the right ventricular lead perforating the patient. A pericardiocentesis was performed. The patient was doing fine post procedure.